Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple patient samples. The following data was provided (customer¿s reference range 3.5-5.2 mmol/l, critical range >6 mmol/l): sample ID n3640187920 initial result = 6.5 mmol/l, repeat = 4.4 mmol/l, 4.2 mmol/l, repeat result on another alinity analyzer = 4.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information section h4 - device mfg date the field service representative (fsr) inspected the instrument, replaced the alnty c-sample probe sc, and cleaned the cuvettes which resolved the issue. No additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-sample probe sc, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alnty c-sample probe sc was identified.

Event description:
The customer observed falsely elevated potassium results generated on the alinity c processing module for multiple patient samples. The following data was provided (customer¿s reference range 3.5-5.2 mmol/l, critical range >6 mmol/l): sample ID (B)(6) initial result = 6.5 mmol/l, repeat = 4.4 mmol/l, 4.2 mmol/l, repeat result on another alinity analyzer = 4.3 mmol/l .no impact to patient management was reported.